Event description:
It was reported that balloon rupture occurred. The patient presented with severe lower limb ischemia. The 100% stenosed target lesion was located in the severely calcified and severely tortuous below-knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same balloon. No patient complications were reported.

Manufacturer narrative:
(B)(6).